Manufacturer narrative:
(B)(4). Date sent: 6/27/2023, d4: batch # 105c77. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the handle shrouds damaged, and with one gst45b reload present. The reload was received partially fired 1/10. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. In addition, the knife return switch was noted to be damaged. No functional test was performed due the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Regarding the condition of the shrouds, it is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 105c77, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.